Manufacturer narrative:
The catheter was in the folded position and had not seen positive pressure due to prepping of the device. The 6fr cook introducer sheath was also present with eth return. The introducer sheath was in good condition with no visible damage. The returned catheter was placed back through the introducer sheath and very little resistance was observed. The stent was in good condition but did have a 15 degree bend to it. The device was inspected to verify that the product was properly crimped during mfg. When the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon. The stent struts impart permanent imprints are clearly visible indicating that the stent was properly crimped by manufacturing. We have not been able to determine any fault due to manufacturing. With no add¿l procedural details of the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.

Event description:
The stent came off the balloon during the case inside the 6fr cook introducer sheath.